Event description:
It was reported that pump displayed malfunction code 9, with no notable events occurring before malfunction and no information provided about impact to the customer¿s blood glucose level. There was no reported impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, switched to multiple daily injections as backup insulin therapy, and was issued replacement pump under warranty, with instructions to put malfunctioning pump into storage mode, reprogram pump settings, reconnect continuous glucose monitor to replacement pump, and return problematic pump using prepaid label within 10 days, all of which customer understood and acknowledged.